Event description:
It was reported that the patient experienced Insulin Flow block event on (b)(6) 2026 which resulted in high blood glucose levels and treated with Multiple daily injection.

Manufacturer narrative:
Establishment Name: (b)(6) Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.